Event description:
It was reported that a home patient?s (hp) cat had bitten through the tubing of the patient line during therapy while the hp was connected causing dianeal solution to leak out. The technical service representative walked the hp through the ending of the therapy procedure. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a leak, where the patient's pet bit a hole in the patient line during use. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide in the warnings and cautions sections warns the user not to perform dialysis in the same room where pets or animals are in. It states that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.